Manufacturer narrative:
Device returned for analysis due to patient death. As received, a device was returned for analysis. Electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacture reference number: 2017865-2024-22655 related manufacture reference number: 2017865-2024-22656 it was reported that the patient deceased due to congestive heart failure. The following facility of the patient was contacted. Response received noted that there was no allegation of malfunction on the pacing system.